Manufacturer narrative:
(B) (4). Have contacted customer and (B) (6) for add'l info and product return. Pharmacist stated meter was already packaged for return, we did not get a serial number for the meter yet. The strip lot number is rk3161. Customer stated she was using these same strips with the new meter and strips are working fine.

Event description:
Claim received from (B) (6) on behalf of customer. Claimant states that per the customer, the truetrack system mis-read the blood sugar level and the blood sugar dropped too low. Ambulance was called to the user's residence, where the pt was stabilized. The pt was not transported to the hospital.